Event description:
It was reported that the subject device exhibited a completely white endobronchial view. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: d8, h3, h4, h6 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 health effect - impact code the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: diaphragm unit is worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: diaphragm unit is worn out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The xenon light source malfunctioned during an unspecified procedure. The clinician wasn't able to visualize the vocal cords as he introduced the tip of the scope into the patient's mouth. The endobronchial view went completely white. There were no reports of patient harm.